Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens tore upon insertion. The lens was removed and another staar lens was implanted without any pt injury.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that the lens was torn in half, a haptic was torn and a piece of the lens was torn off and missing. There was a clear surgical residue on the lens. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.